Event description:
On (B)(6) 2024, a patient was treated using gore® excluder® thoracoabdominal branch endoprosthesis (tambe) system. After successful deployment, the renal portals were not filling, but the physician reportedly expected this based on patient condition. On (B)(6) 2024, the patient died. It was originally reported by a fellow that the patient died of splenic/hepatic infarct. However, after contacting the physician, this was determined to be untrue. The patient aspirated when they were extubated, and then became septic. All of the stents were open, and there were no allegations of deficiency against the gore device.

Manufacturer narrative:
B3/b4/b5/b6: description of event updated. H.6. Investigation conclusions code d14: after communication with the physician, it was learned that the initially reported cause of death was incorrect. The patient died while being extubated, and there is no allegation of deficiency against the gore device. Therefore, this medwatch is being retracted.

Event description:
The following was reported to gore: on (B)(6) 2024, a patient was treated using gore® excluder® thoracoabdominal branch endoprosthesis (tambe) system. After successful deployment, the renal portals were not filling, but the physician reportedly expected this based on patient condition. On (B)(6) 2024, the patient died of splenic/hepatic infarct. Reportedly, the stents were all open. No information has been made available regarding the cause of the splenic/hepatic infarct.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.